Event description:
Pump declared alarm 20 while the customer was using it during pumping, but there was no reported adverse impact to the customer's blood glucose level. Customer loaded a new cartridge and resumed using insulin. No previous reports of this specific issue with this pump were noted.